Event description:
It was reported that a user¿s ilet bionic pancreas stopped receiving dexcom g7 glucose readings, while the dexcom app continued to display values, and the ilet displayed a pairing failed notification following a sensor reconnecting alert, troubleshooting included reentering the sensor code, toggling cgm settings from g6 to g7 and back, and initiating a new pairing attempt. Symptoms included an interruption of cgm data to the ilet. Outcomes included temporary loss of automated glucose control based on cgm input. Investigation included guided troubleshooting and device-app pairing verification. Investigation of this case revealed a communication and pairing failure between the ilet and the dexcom g7 sensor, consistent with a software or connectivity issue affecting the cgm communication component. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication failure between devices.